Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007; 402452 lead, implanted: (B)(6) 2002; w1tr01 crt-p, implanted: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited warnings for low impedance in unipolar and bipolar configurations. The rv lead remain in use. No patient complications have been reported as a result of this event.